Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnosis procedure was completed as planned by using the wired footswitch. The philips remote service engineer (rse) analysed the system remotely and the customer informed that the failure occurred when double-clicking the pedal. Rse instructed the customer that the x-ray pedal does not function with double-click and must be activated by pressing and holding. After that, the system was working as intended. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without any interruption by using the wired footswitch as the issue occurred due to double-clicking the pedal. There was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the footswitch was not working during a procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.